Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available: however, a video of the sample was provided for evaluation. Visual inspection of video showed a leak from the set effluent pump segment. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation.visual inspection of the actual sample confirmed the leak from the set effluent pump segment. The tubing was observed to be perforated near the support plate, which allowed the leakage. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent line of a prismaflex st 150 set during priming. There was no patient involvement. No additional information is available.